Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)depuy still considers this investigation closed.

Event description:
Update rec'd 01/20/2014 - legal claim was received, which identified doi information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.the complaint was updated on: 05/18/2014.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate patient was revised due to significant metallosis; significant amounts of bursitic fluid and bursitis; significant amounts of necrotic tissue within the hip some having a metallosis tinge to it; pseudotumor; metalotic cysts.